Manufacturer narrative:
(B)(4). Investigation summary:bd did not receive samples or photographs from the customer in support of this complaint; therefore, 20 retained samples were draw-tested. From this testing it was determined that all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer reported as follows: the "blood was not properly drawn into the tube ."